Event description:
It was reported that prior to starting a davinci s hysterectomy procedure, the patient side cart (psc) switched to battery power use. With the assistance of an isi technical support engineer, the customer power cycled the psc, reset the circuit breaker, verified the ac power outlet and checked the power cord, however, the psc continued to use power from the battery. The patient was under anesthesia and the port incisions had already been made when the surgeon decided to abort the planned surgical procedure.

Manufacturer narrative:
The investigation conducted by field service engineering found that the power issue experienced by the customer was associated with the psc power supply switcher. The power supply switcher provides reserve power in the event the or loses power during a procedure. The system was repaired by replacing the affected power supply switcher. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.